Event description:
Laparoscopic cholecystectomy - "a (B)(6) female underwent laparoscopic cholecystectomy with inoperative cholangiograms. The gallbladder was placed in an applied medical retrieval system bag and attempted to be delivered up though the 10mm epigastric port site. The ruptured leaving half of the gallbladder in the epigastric wound. The epigastric incision was made larger and the rest of the gallbladder was removed from the wound. The surgeon examined the wound with his finger. There were no signs of any stones or tissue left in the wound. The port was re-introduced and irrigation was performed. No stones or other foreign bodies were seen in the abdominal cavity from the bag rupture. There was one 2.8x2.0x2.0cm stone in the gallbladder but it was removed. The ruptured bag is available for eval."

Manufacturer narrative:
We are acknowledging receipt of the medwatch report. The device incident is anticipated to return. A f/u report will be provided upon completion of investigation.